Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and the coil winds were offset. Conclusions: evaluation of the first and second returned smart coils revealed that the embolization coil winds were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, damage such as this may occur. Further evaluation of the first smart coil revealed its pusher assembly was kinked. This damage likely occurred due to forceful advancement against resistance. The offset coil winds likely prevented both smart coils from being advanced through the non-penumbra microcatheter referenced in the complaint. The smart coils were advanced through a demonstration microcatheter. While attempting to advance the first smart coil through the microcatheter; resistance was encountered as the kink in the pusher assembly was retracted through the introducer sheath. The smart coil could not be re-sheathed; therefore, it could not be functionally tested for advancement into a microcatheter. While attempting to advance the second smart coil through the demonstration microcatheter; resistance was encountered as the coil entered the hub of the microcatheter and the smart coil could not be advanced any further. The non-penumbra microcatheter referred to in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00515.

Event description:
The patient was undergoing a coil embolization procedure in the left cavernous sinus to treat a dural arteriovenous fistula (d-avf) using penumbra smart coils (smart coils). During the procedure, the physician placed multiple coils using a non-penumbra microcatheter. The physician then was unable to advance a smart coil past the hub of the microcatheter, and therefore the smart coil was removed and other coils were used. The physician then, after successfully placing multiple other coils, attempted to use a new smart coil, however again was unable to advance the smart coil through the hub of the microcatheter. The smart coil was therefore removed, and the procedure was completed using additional coils, and a new microcatheter. There was no report of an adverse effect to the patient.